Event description:
In 2007, the patient reported that for the past 2 days, he has had elevated blood glucose readings as high as 513 mg/dl with his normal range being 120-130 mg/dl. He stated he discovered this after testing, because he felt "really horrible", "couldn't focus" and his "eyes started to cross." Prior to the call, he stated he changed his insulin infusion device battery, cartridge, and infusion set and tubing. He said that after 2 days, he examined the infusion set tubing and found air in it, although he always checks to make sure there is no air in his cartridge or tubing when priming. He alleges that air is developing in the tubing during use which prevents proper insulin delivery. During troubleshooting, the patient denied insulin leakage and stated he did not smell nor feel any insulin. On follow up, three days later, the patient stated he is doing well and has had no further issues. He said, he discovered he was over-tightening the adapter and after loosening it, he is getting his insulin properly. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.